Event description:
It was reported the patient presented for implant procedure. During surgery, a gap was observed between the leadless pacemaker (lp) and docking cap and it seemed to come off when the physician moved it forcibly. The lp was removed and a transvenous pacemaker was implanted. There were no patient consequences.